Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks. Insulation damage, high pacing impedance and noise were observed. The lead was explanted.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.